Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a broken off end cap. A scratched lcd window, cracked belt clip slot and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that his insulin pump was receiving the no delivery alarm, high blood glucose is unknown. Advised the customer to disconnect from the pump and revert to back up plan. Customer stated there is a crack by the drive support cap and is flush. Nothing further reported.